Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed blood glucose was rising, customer checked connection and noted there was insulin leaking around the adapter and infusion set connection area. With a new cartridge, same adapter and new infusion set, no visual leaks of insulin. Adapter and cartridge requested to be returned. No adverse event reported.